Event description:
It was reported the patient had an infection and had to have her device removed. The patient got the device removed approximately 2 weeks before reported event date because of infection from initial implant procedure. The patient¿s healthcare provider will put a replacement stimulator back in once the patient heals. The patient currently has a drain tube and was on antibiotics. Further follow-up will be conducted for the patient outcome once healed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kxcf, implanted: (B)(6) 2014, product type: lead. (B)(4).